Manufacturer narrative:
Additional information: h3, h6. H10: one (1) actual sample was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was internal fluid flow through a minicap transfer set with the twist clamp in the closed position. This event was discovered during patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.